Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated uponcompletion of the analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis confirmed the reported allegation. Parts of the internal circuitry had shorted and got burned. The touch screen was replaced as it was dented due to the stylus. The prm then passed all incoming functional tests with the part of the printed circuit board (pcb) replaced.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this programmer had hot electrical smell after software was loaded. This programmer was returned for analysis. No adverse patient effects were reported.